Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-05204 / 05205 ).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 9 years post-implantation due to patient allegations of pain, loosening and malposition of the left acetabular cuff, elevated cobalt and chromium levels and fluid collection on the hip. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
Additional information received in medical records confirms the patient 's left hip was revised. Revision operative report indicated minimal burnishing of the trunnion and taper, gross loosening and vertical position of the acetabular cup, and fibrous debris about the acetabulum. The femoral head and acetabular cup were removed and replaced and a polyethylene liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05205, 0001825034-2017-06247. Concomitant medical products: m2a-magnum mod hd sz 46 mm catalog#: 157446 lot#: 679390.   M2a-magnum 42-50m tpr insrt +3 catalog#: 139258 lot#: 460560.  Integral/x por red prox 12mm catalog#: x12-171312 lot#: 146970. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.